Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the temp control module was not pumping water. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.

Manufacturer narrative:
(Device not returned).